Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter, resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.